Event description:
It was reported that a small volume folfusor did not completely empty during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was identified upon sample receipt. The device was manufactured from june 22, 2014 ¿ june 24, 2014. The device was received for evaluation with 118 ml of fluid in its bladder and labeling indicating that fluorouracil and 0.9% sodium chloride were used in the device. Visual inspection found no signs of physical abnormality that could have caused the reported problem, and continuous flow was observed at the distal luer. A functional flow rate test was performed, and the results were within specification. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.